Manufacturer narrative:
Corrected the summary and grids.

Event description:
This report is founded on information supplied by a philips remote service engineer (rse) and a field service engineer (fse), and it has undergone assessment by the philips complaint handling team. Philips received a complaint concerning the heartstart xl, indicating a failure in the defibrillator test. There was reportedly no patient involvement. The reported issue involved a misconception regarding the pads and resistance, which were not the root cause. The evaluation of the device included both remote assessment by an rse and on-site evaluation by the fse. The underlying problem pertains to the capacitor. The defibrillation test consistently failed during system testing, with the error log displaying "hv capacitor low." To resolve this, efforts were made to source a replacement capacitor; however, the original part was unavailable due to its end of life (eol) status. Fortunately, a suitable replacement capacitor was discovered among parts ordered for a different case. The root cause of the reported issue was a faulty capacitor, which consistently failed the defibrillation test and could not be replaced due to its end of life (eol) status, but a suitable replacement was eventually found among parts ordered for a different case. The reported problem has been confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was informed about the end of life terms. The resolution involves replacing the capacitor causing the "hv capacitor low" error during the defibrillation test with a replacement part. It has been determined that no further action is necessary at this point. If additional information is received, the complaint file will be reopened.